Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into th arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that consisted of itching, burning, rash, redness, inflammation and infection that extended beyond the patch perimete. On (B)(6) 2023, the patient went to the emergency room and was prescribed cephalexin. At the time of the report, the patient's redness on the skin was getting better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.